Event description:
In 2008, baxter rec'd a report that a 5 day infusor 2c1008kp, lot 08c033, had run empty within 24 hrs instead of 5 days. The customer is evaluating internally if any user error might have caused the event and would like to provide more info only when the result is known. The male patient's outcome was that he fell into coma from 12:00 until 18:00 on the same day. He recovered and showed no clinical consequences of the overinfusion. The pt suffered from a high temperature, but the relationship is not clear for this. The patient's medical history includes cancer and he is currently hospitalized, not due to the incident, but due to his terminal stage. He is expected to die soon. The pt receives high doses of methadone. The therapy administered with the infusor was a palliative therapy. The fill volume of 240 is not verified; it could have been only 70 ml instead of 240 ml. The drugs filled were: 400 mg methadone (40 vials ketalgin 10 mg/1ml), 750 mg chlorpromazine (15 vials chlorazine 50 mg/2ml), and naci 0.9% 170 ml.

Manufacturer narrative:
The sample is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation, or if additional info becomes available.